Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. Further information was requested, however, was not provided.

Event description:
New information noted that the right ventricular lead exhibited high pacing impedance and insulation damage. The lead was explanted and replaced on (B)(6) 2026. The patient was stable before, during, and after the procedure.